Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. The evaluation for similar complaint is currently in progress.

Event description:
Per customer contact: a PICC placement on saturday(B)(6) was confirmed via 3cg then found to be 4cm into the right atrium via cxr. Update (B)(6) 2018: more information on process was provided by facility nurse, who indicated that other nurses at the facility who had been observing malpositioned piccs were placing the red ECG lead on the thigh. The nurse was informed of the proper placement of the red ECG lead and warned that improper placements could be contributing to the malpositioned piccs. Nurses were provided verbal refresher training with fa senior technical support specialist and fa manager.